Event description:
It was reported that a mcm20 was used during a lobectomy. It was reported by the affiliate that the clip fell from the jaw in which case, the surgeon cut the vessel with an empty jaw. The bleeding was stopped using another clip.